Event description:
It was reported that the lead fractured and the lead integrity alert triggered due to high impedance, a high number of short v-v counts and a lot of non-sustained ventricular tachycardia episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found that the proximal conductor fractured. There were several conductors with blood/body fluid (not obstructed) and there was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted and breached cut. The inner and outer insulation was breached cut. There was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
(B)(4) we also received product performance data from the device and analyzed that data. A lead integrity alert triggered for high impedance. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 and a patient alert for lead failure predictor on (B)(6) 2012. The daily pace lead impedance trend data showed and abrupt increase for ventricular pace bi-polar impedance equal to 532 to 4047 ohms, (B)(6) 2012. Non-physiologic oversensing was noted. There were 15 ventricular non-sustained tachycardia events less than or equal to 190ms on (B)(6) 2012. Interference/noise was noted with a ventricular short interval count equal to 779 counts in 3.87 days between (B)(6) 2012.